Event description:
Situation: multiple events reporting malfunctioning 3m integrators. Background: the pellets in the integrator are either missing or not functioning resulting in failed sterilization. Assessment: product malfunction r/t 3m integrator ref#1243r, lot#sj032026. Recommendation: discontinue use of lot#sj032026 and initiate recall process.